Event description:
The patient was complaining of symptomatic hardware, so the decision to remove the implants was undertaken. During surgery, the surgeon attempted to remove the lateral most screw. She was able to remove the screw; however, when the screw was approx halfway out, the hardware was noted to fail and therefore only the screw and nonthreated portion of the screw was removed. Attention was then turned to the medial screw. The procedure was repeated and the same result occurred, with failure of the hardware. Thus, only the screw head and the nonthreated portion of the screw were able to be removed.